Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Pt reported inaccurate cgm values (B)(6) 2018 - (B)(6) - per escalation request, I called ms. (B)(6) as requested and listened to her frustrations and concerns, no matter what I said nor the information I gave to her, she was not willing to listen and was just argumentative. She is requesting another supervisor to call her back.